Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 54-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2023. On (B)(6) 2025, the patient´s spouse informed novocure that on the evening of (B)(6) 2024, the patient stumbled in the garden in the dark, fell and hit her head on the soft cover of the whirlpool while on optune gio therapy. Reportedly, one of the optune gio transducer arrays cut the patient's forehead, resulting in a 3 cm long and 0.5 cm deep skin laceration. The patient also sustained minor abrasions on the knee and sprained her hand joint. Optune gio was temporarily discontinued. The same day, the patient presented to the emergency room. Head CT did not show signs of fractures or intracerebral hemorrhage. The skin laceration was closed with 4 sutures. The patient underwent vaccination for tetanus and was prescribed metamizole and acetaminophen for pain management. She was discharged home the same day and continued optune gio the day afterwards on (B)(6) 2024. On january 17, 2025, the prescribing physician reported that there was no relationship between the events and optune gio therapy.